Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "instrument was broken while the customer was mounting it into the 300mm cannula." Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken at the roll gear on the proximal end. No material was found missing. The root cause of broken instrument main tube is likely attributed to the misuse/mishandling.

Event description:
¿It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument was broken while the customer was mounting it into the 300mm cannula. The instrument was not used. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During a da vinci-assisted surgical procedure, the customer felt resistance when inserting the pch instrument into the cannula. The instrument tip was broken. It was unknown what caused or contributed to the reported event and there was no system malfunction. The customer used a backup instrument of same kind to continue the procedure. No intra-operative or post-operative complications occurred. The patient had no injury/harm. The customer confirmed that no fragment fell inside of the patient. Later, the procedure was converted to laparoscopic surgery because the patient¿s anatomy was complicated.